Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient could not get the implant to charge. The patient stated they weren¿t getting any coupling boxes filled in. The patient had not been given the all clear from their healthcare professional (hcp) to begin charging and they were implanted just 3 weeks ago. The patient stated they met with a manufacturer¿s representative (rep) who showed them how to use everything except the recharger. No symptoms or further complications were reported.